Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: m365sc2218500, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7127967.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and lead migration was confirmed. The patient underwent a revision wherein the spinal cord stimulator (scs) leads were repositioned. The patient was doing well with good coverage postoperatively. Nothing explanted